Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer states they had bent sensors. Troubleshooting was performed. No further information was provided.